Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap roux-en-y procedure the handle on the device became loose and dangled. They then could not fire the rest of the cartridge and it created an incomplete staple line. They used a new device and completed the case. No pt consequence was reported.